Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
H.6. Health effect impact code: f2203 - imaging required.